Event description:
Allegedly, the pt's ipg was non-functional. The charger and programmer could no longer communicate with the ipg. During surgical intervention, the ipg was found to be disconnected from the leads. As a result, the ipg was explanted and replaced. Surgical intervention resolved the pt's issue. The explanted product will not be returned to sjm.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.